Manufacturer narrative:
(B)(4) - no known impact or consequence to patient. Unintended movement. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found pieces of one haptic torn off and missing. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a 12.1mm micl 12.1 implantable collamer lens and the lens flipped in the patient's eye. The lens was removed with no patient injury, no sutures were required. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.